Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery was observed to be depleting rapidly. There was no impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support.